Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. It was stated that the hospitalization might be as a result of a viral infection. Troubleshooting was performed. It was also reported that the customer's blood glucose had a different reading than the blood glucose meter.